Event description:
Incorrect study date on report printout. There was no reported pt injury associated with this event.

Manufacturer narrative:
Follow-up report will be filed when investigation has been completed. (B)(4).